Event description:
It was reported that the patient underwent a two-level vertebroplasty at t6 and t11. The window was positioned near the pedicle at the time of cement deployment. Cement was injected into the spinal canal at t6. The patient was fine in the immediate post-op period, but on the day after developed sensorimotor deficits affecting the lower limbs. A surgical intervention was performed on the same day to decompress the affected neural elements, and some sensorimotor function reportedly returned immediately post-op.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.